Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio opc was used during a vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure and inside he patient, the ethibond needle detached from the suture and could not be located. Through x-ray visualization, it was confirmed that the needle was not left inside the patient. The procedure was completed with another capio opc device. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.